Event description:
It was reported that the hospital's treatment recliner has part of the arm broken off. Sharp edges were reported. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: armrest.